Manufacturer narrative:
This report is submitted on april 20, 2021.

Event description:
Per the clinic, the patient experienced redness, swelling and pain at his implant site which was treated with oral antibiotics. The implant remains in-situ.